Event description:
It was reported that after centrifugation, 4 bd vacutainer® sst blood collection tubes were found fibrin clots, and fifty-seven tubes were found with fibrin clots. Proper mixing and keeping the "clot upright for at least 30min" protocol was reportedly followed. This complaint was created to capture 1 of 2 related incidents. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2019, customer trial to use 100ea this batch tubes, after centrifuged, 57ea occurred red cell hang up, 4ea ccurred fibrin clots. After withdraw blood, nurse operate according to IFU, including proper mixing, clot upright for at least 30min.".

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for fibrin clots with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on severity and occurrence no further testing will be performed at this time. Fibrin is known to be inherent in the process and a naturally occurring phenomenon. Patients clinical status/medications can increase the likelihood of fibrin formation. Inadequate mixing and clot time may/will result in fibrin and/or formation in the serum/plasma. Serum gel tubes need a minimum of 30 min clot time and serum non-gel need 60 min. Other factors to consider would be storage conditions, temperature, and centrifugation conditions. Also assuring proper inversion will mitigate fibrin occurrence. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for fibrin clots with the incident lot was observed. Based on severity and occurrence no further testing will be performed at this time. Fibrin is known to be inherent in the process and a naturally occurring phenomenon. Patients clinical status/medications can increase the likelihood of fibrin formation. Inadequate mixing and clot time may/will result in fibrin and/or formation in the serum/plasma. Serum gel tubes need a minimum of 30 min clot time and serum non-gel need 60 min. Other factors to consider would be storage conditions, temperature, and centrifugation conditions. Also assuring proper inversion will mitigate fibrin occurrence. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation, 4 bd vacutainer® sst blood collection tubes were found fibrin clots, and fifty-seven tubes were found with fibrin clots. Proper mixing and keeping the "clot upright for at least 30min" protocol was reportedly followed. This complaint was created to capture 1 of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2019, customer trial to use 100ea this batch tubes, after centrifuged, 57ea occurred red cell hang up, 4ea ccurred fibrin clots. After withdraw blood, nurse operate according to IFU, including proper mixing, clot upright for at least 30min."